Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
After line was placed in svc with confirmation from sherlock, during flushing, the patient started coughing, complained about chest pains and asked the nurse if it was normal to see stars. The patient¿s face turned red. Rapid response team was called. After 15-30 minutes, the symptoms subsided and PICC remains insitu without further complications.